Event description:
It was further reported that the locking threads on the distal end of the plate appear to have failed (no longer there). The variable angle (va) locking screws were intact and not affected but they were no longer engaged with the plate. The patient was initially implanted on (B)(6) 2021. The surgery was completed successfully. Patient outcome is reported as doing well. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7b: unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Without a valid lot number the device history records review could not be completed. This report is for one (1) unknown/unk - screws: 4.5 mm cortex part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal and conversion to distal femoral replacement on (B)(6) 2021. The product removed was a titanium va condylar distal femoral plate. Device will not be returned. One broken titanium 4.5 cortex screw removed successfully. No other fragments. Procedure and patient outcome were unknown. Concomitant device reported: unk - nails: femoral distal (part# unknown; lot# unknown; quantity: unknown); unk - screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for one (1) unk - screws: 4.5 mm cortex. This report is 1 of 1 for (B)(4).